Event description:
The customer performed a pt result review after receiving the recall letter regarding the axsym troponin-I assay lots 10264m301 and 10265m301. Three pts underwent a cardiac catheterization procedure based on the elevated values generated by these lots. The procedure showed no cardiac damage. Each pt was redrawn and retested and again generated elevated results that did not fit the pts' clinical pictures. The review encompassed the dates from march through to 11 days with a pt values that ranged from 0.3 to 4.0 ng/ml. There is no further impact to pt management reported.